Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR.: mustang device - 5x4x135 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 25mm distal of the proximal markerband. This type of damage most probably occurred when the device was being withdrawn through the sheath/guide. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no damage or kinks to the shaft of the device. A visual and microscopic examination identified no damage or issues with the markerbands of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured under reasonable burst pressure. The device was removed and the procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. It was further reported that the target lesion was severely tortuous and severely calcified artery.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured under reasonable burst pressure. The device was removed and the procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. It was further reported that the target lesion was severely tortuous and severely calcified artery.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured under reasonable burst pressure. The device was removed and the procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable.